Event description:
During assistance with a check patient line alarm on the home choice (hc), this occurred on the homechoice (hc) during use, during prime; the patient revealed they reused the same supplies. The technical service representative (tsr) then assisted the customer with ending therapy and starting over with all new supplies. Therapy was ended. During follow-up the care giver (cg) was asked about the reported problem. They stated that they had to start over, and was then able to continue with therapy. They stated that they did speak to the nurse regarding the various alarms from that evening along with the reuse of the same supplies. They stated everything went okay. The patient does not have any problems with therapy. The cg stated that they patient and the nurse are working on adjusting the therapy so fewer problems would occur. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. Use error - failed to follow therapy steps was caused by the patient reusing the cassette after a reload the set alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.